Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing no evidence of damage to the catheter. Under magnification, a longitudinal tear was noted which begins near the proximal marker band and extends to the proximal bond. Functional testing of the catheter's balloon was performed by attempting to inflate the balloon with solution. The balloon did not inflate and fluid began dripping from the proximal cone of the balloon. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed the material rupture to be a longitudinal tear which begins near the proximal marker band and extends to the proximal bond. There was nothing found to indicate there was a manufacturing related cause for this event. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at five atmospheres (atms) while treating the target lesion. The health care professional (hcp) used a contralateral approach to treat the distal end of the superficial femoral artery(sfa). The vessel pathway to the target lesion was rather narrow and the lesion was reportedly predilated. The hcp prepared the lutonix dcb in the normal fashion and the balloon protector was removed without issues. After the lutonix dcb rupture at 5 atms, the complete catheter was removed without difficulties. The hcp used the same size balloon with the same lot number to complete the patient's procedure. In the physician's opinion, the target lesion was not calcified and did not contribute to the material rupture. The lutonix dcb was returned for further evaluation. No adverse patient effects were reported.